Manufacturer narrative:
Testing of actual/suspected device (10/213): a getinge representative evaluated the iabp unit and found that there was a new helium tank placed on the counter pulse console and it was only filling to a quarter. To fix the issue, replaced the unit with a new helium tank and this time there was no problem. A supplemental report will be submitted upon completion of our investigation. The full name of the initial reporter that is abbreviated is (B)(6).

Event description:
It was reported that before use the cardiosave intra-aortic balloon pump (iabp) had a helium tank placed that only filled to a quarter. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h4,h6(type of investigation, investigation findings, investigation conclusions),h10. Additional information:e1(event site postal code - (B)(6)).

Event description:
N/a.